Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes with no signs of activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The complaint could not be verified as the device performed as intended and the root cause could not be determined with confidence as several factors could have contributed to the reported event such as: not having sufficient saline in order to facilitate the formation of plasma, or the wand or foot control connector may have become disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the pedal was operated to start being used, it did not work. We completed the procedure with another device from the other company. No patient injuries were reported.